Manufacturer narrative:
The evaluation results suggest that this event is not attributed to a product quality deficiency, but to environmental factors at the time of use.

Event description:
The cement took 17 mins to set. It did not mix the same as previous packages of cement had mixed. The surgeon stated that the cement "laminates." There was no adverse consequence for the pt or delay in surgery or anesthaesia time.